Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got a new headset for their CPAP machine and, since using it, they had not been making it to the bathroom in time (since the beginning of (B)(6) 2018). It was noted that the new headset used two small magnets to keep it in place on the patient¿s head. It was reported that the CPAP personnel told the patient that they headset would not affect their therapy. It was recommended to discontinue the use of the new headset until the patient had spoken to their healthcare professional (hcp) regarding the issue. It was offered to check the therapy status but the patient declined. There were no further complications reported or anticipated.